Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was not holding charge. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6)2014. The patient reported that the alleged power issue began on (B)(6)2014 around 10:30am to 11:00am. During the follow-up call, the patient stated that she manages her diabetes with diet. The patient stated that she tests her blood glucose once a day in the morning and her normal blood glucose range is ¿107-112 mg/dl¿. The patient denied making any changes to her usual diabetes management routine in response to the alleged meter issue. The patient reported that an unspecified time after the meter issue began, she developed the symptom of ¿anxiety¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the customer service representative (csr) noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr documented that the patient had charged the meter until the ¿charge complete¿ message had appeared and based on the patient¿s testing frequency and usage, the battery did not need to be recharged. The csr noted that the alleged issue was a recurring issue. The alleged issue remained unresolved. Replacement meter was sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ serious injury criteria. However, this complaint is being reported as a malfunction because the alleged power issue remained unresolved at the time of troubleshooting.